Event description:
The neurosurgeon performed an indium study and reported the pump and catheter were functioning normally; showing good flow into the subarachnoid space. An MRI/xray/CT scan was performed and was normal - no granuloma. The patient was seen by the neurosurgeon on (B)(6) for a pump refill because he wanted to determine if he was able to fill the patient's pump to a full 20ml drug capacity. The neurosurgeon was only able to instill 10ml's of drug volume. No additional plans had been made regarding this issue. The patient outcome was reported to be ¿no injury¿.

Event description:
It was reported that the patient has a gluteal placement of the pump. On (B)(6) 2013, the patient fell and hit the pump directly on a sharp corner of something. Since that time the patient has experienced numbness and weakness. The hcp has only been able to fill the pump to 10ml of capacity. There was no evidence of pocket fills. There have been no alarms. No diagnostics have been performed. An isotope study was scheduled for monday. The hcp indicated that the patient was not doing very well. It was unknown if there were any reservoir discrepancies. It was later reported that neurosurgery would be performing an indium dye study on (B)(6). It was later reported that the patient experienced a return of symptoms with no relief of pain. The hcp indicated that the patient was still not doing well. The x-rays and indium study have been done since patient fall and both showed nothing abnormal. The dye flowed to the intrathecal space as expected and no physical damage was noted on x-ray. The device system was used to deliver bupivacaine and dilaudid. It was later reported that the patient fell and the pump hit a metal shelf. An x-ray ((B)(6)) showed no dent in the pump. An indium study ((B)(6)) showed that the catheter was patent and drug diffused in the subarachnoid space. The patient experienced increased pain. The issue was not resolved and there was no harm thus far. The device system was used to deliver compounded hydromorphone. It was later reported that they were able to aspirate the reservoir, but unable to fill the reservoir past 10ml at the last refill. The physician was able to fill with 10ml using 3 1ml syringes and another with 6ml and was not able to put more than 10ml. They used the filter and attempted really hard to put the plunger down but got a lot of resistance. They were able to get out the expected amount from the reservoir. There was no diving or hyperbaric treatment. Caller confirmed that since she fell they have not been able to fill the pump to capacity. They have taken all types of x-rays and there was no visible dent or damage. The physician did an isotope study as well and everything was normal. They decided to hold off on any surgical intervention and will be filling with the 10ml that they are able to get in the pump. The center that refills the patient tried 2x after the fall and have also only been able to get 10ml in the pump. The device system was used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # n156614018, implanted: (B)(6) 2008, product type catheter; product ID 85 90-1, lot # n140031, implanted: (B)(6) 2008, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the pump was replaced for eol (end of life) and was to be returned to the manufacturer. The physician told the reporter that ¿about 6 months ago, following an event of either a fall or the patient somehow hitting the pump site, there began difficulty in filling the patient¿s pump.¿ the reporter was first notified on the day of replacement ¿that the pump would only allow for 10cc of drug to be filled at refill appointments.¿ therapy was maintained in that manner until pump replacement was performed. The explanted pump was ¿notably damaged with the underside concave.¿ the reporter added ¿interesting to note¿ the patient¿s pump placement is gluteal.¿ it was unknown by the reporter if there were any diagnostics done. The cause of the issue was unknown. The reporter was not aware of any additional details about what happened to the patient, relevant to the event. The device system was used to infuse dilaudid.

Manufacturer narrative:
Final analysis of the pump revealed a concave shield which did affect post explant pump performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.